Event description:
It was reported that the cartridge was damaged at the shroud, interrupting insulin delivery. Reportedly, a new cartridge was loaded to address the issue. It was also reported that the multiple undefined cartridge alarms occurred during the load sequence. Reportedly, a new cartridge was loaded to address the issue. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.